Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-17813. It was reported that the patient presented in clinic for a follow up with a large pocket hematoma. The physician did not believe this was a device issue. The whole system was explanted to prevent infection or endocarditis. The patient was stable before, during and after procedure.